Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead appeared to be oversensing on the atrial high rate episodes. The following day the lead was capped and replaced. No patient complications have been reported as a result of this event.